Manufacturer narrative:
The pump was monitored with multiple basal rates and it functioned properly. No blank display or display anomaly was noted during testing. The pump passed the functional testing and all the operating currents were within specification. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose level was 190 mg/dl. The customer called back because the issue persisted after inserting a new battery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.